Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver ceased to function. Reportedly, it was reported that receiver was exposed to water damage. Labeling indicates: the dexcom g5 platinum continuous glucose monitoring system user's guide states: the receiver is not water resistant; do not get the receiver wet at any time. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.